Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide update section d10 and section h3, and to provide the completed investigation results. The device was initially reported as being available; however, it was confirmed that it was no longer available for evaluation. H6 - results - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the retention sample. H6 - conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the retention sample. The factory-retained product sample from the involved product code/lot# combination was evaluated. Visual inspection revealed no obvious anomalies, such as a kink or fracture, in the appearance along the total length. Magnifying inspection of the platinum coil segment (0mm-30mm from the distal end) did not find any anomaly, such as a deformity or jumbling of the coil. Magnifying inspection of the stainless-steel coil segment did not find any anomaly, such as a deformity or jumbling of the coil. Magnifying inspection of the uncoiled ptfe coated segment confirmed no anomaly. The ptfe coating was confirmed to be intact. The outside diameters on the platinum and stainless-steel coiled segments were measured and confirmed to meet the specifications. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper (e.g., the tip is trapped due to vessel spasm or some other cause, or the tip is folded), stop manipulating the guide wire (and the catheter), determine the cause carefully by fluoroscopy and take suitable remedial actions. Next, remove the guide wire slowly, without turning, and exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the retention sample. The investigation results verified that the retention sample was the normal product. It is likely that the distal coiled section of the actual device was caught in an object, including a calcified segment on the lesion and trapped there. Subsequently, in attempts to release the trapped actual device, the customer applied excessive force, including pulling force and/or torque force, to the actual device. This resulted in the reported fracture of the distal section. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and shipping inspection record of the involved product/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022..

Event description:
The user facility reported that while crossing the calcified section of #3cto in rca, the actual runthrough ns fractured at the distal section. It was changed out to a competitor's product and the procedure was completed with no harm to the patient. The procedure was completed successfully.